Event description:
The customer stated that the axsym hbsag reagent lid failed to open during instrument operation causing the probe to crash. There was no impact to pt mgmt reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.